Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for a left side. Device was explanted.

Event description:
Un-report, device is not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, h4